Event description:
A pt reported experiencing inaccurate low results with a surestep enhanced meter. The pt's blood glucose results were 137mg/dl, 260mg/dl (lab). Tests were done < 10 minutes apart with a difference of 47%. Pt did not experience any adverse events. No further info has been reported.